Event description:
On 1/29/82 rptr had bilateral subcutaneous mastectomy with submuscular placement due to fibrocystic disease with mastitis. On 1/21/83 she had exploration of right breast with evacuation of hematoma. The implant was removed and reinserted. On 1/14/83 she had removal and replacement of both implants with flap reconstruction due to deformity. She also complains of the following: loss of muscle coordination, vision problems, hernia, breast tenderness, skin hardening and tightness, coldness/pain of extremities, malpositioned implants, implant hardness and infections, capsulectomies, double vision, dizziness, visual disturbance, joint swelling, pain, stiffness in am in some joints and feet, arthritis symptoms in fingers, thumbs, right knee and shoulder, possible multiple sclerosis, fatigue, peripheral weaknesses, numbness, arthritis right knee, nipple discharge, foreign body, giant cell reaction, mild parethesias, colds, upper respiratory infections, breast hematomas, headaches, facial tingling, fainting, sleeping problems, fibromyositis. (Also see 1004042.)